Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 48-inch size 0 capio suture during a sacrospinous fixation procedure. According to the complainant, during the procedure, the needle of the suture detached inside the patient and was not retrieved. The break was right at the needle and the needle detached in the pelvic floor near the sacrospinous ligament. The physician did not attempt to locate and retrieve the needle. It was reported that ten successful throws had been made previously and that the device was rinsed between throws. There were no visible defects noted to the device. The physician completed the procedure with another capio device and capio suture. There were no complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4).